Manufacturer narrative:
(B)(4). Final analysis found that a partial lead was returned in two pieces. Visual inspection of the distal portion found that the insulation was abraded at 23.0 cm - 23.5 cm from the distal tip. The abrasion found likely resulted in the reported noise anomaly. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing of noise which caused intermittent pacing inhibition. The lead was explanted and replaced without complication. The patient tolerated the procedure well.